Event description:
A customer reported experiencing alarm 2 and alarm 26, indicating multiple occlusion events with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin administration. Despite experiencing frequent occlusion issues, the customer declined further assistance, leading technical support to close the case.